Manufacturer narrative:
Complaint no: (B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a physician was unable to determine which side of a vascu-guard implant was smooth before use. They did not use the product on the patient and resorted to using an older version in its place. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The evaluation of the returned device is complete. The device was received open but in its original packaging. Visual inspection identified texture modification, particularly on the smooth side of the device. The smooth side of the device was found to be less smooth than the expected appearance. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.